Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tm tibial component. It was reported by patient that the patient received both a persona tibial and tm patella implants in both knees: (B)(6) 2014 for the left knee and (B)(6) 2014 for the right knee. This per is for the left knee. She is experiencing adverse symptoms in both knees but she reports the left is worse. Patient reports pain especially when standing after sitting for a while, swelling, and general discomfort. Patient reports that recent x-rays did not indicate the cause of her symptoms. As of this notification, the patient has not been revised of either components. Note that the persona tibia is of zimmer (B)(4) design control and the tm patella is of zimmer tmt design control.